Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 pro synchron clinical system leaked fluid. The leak was approximately 0.25 ml and was contained within the instrument. The customer was wearing a lab coat and gloves at the time of the event. Msds was not reviewed, but the facility has an exposure control plan. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated. Service was dispatched on the day of the event. Bec field service engineer inspected the system and identified an obstruction in the waste line connecting the cap piercer and line 118. The fse cleared the obstruction. The service activity performed was verified per established procedures and the results met published performance specifications.